Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power system error detected. The customer¿s blood glucose level was 251 mg/dl. The customer reported that they were able to clear the alarm but they did not receive request for rewind. Troubleshooting was performed and fill cannula was successful. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Insulin pump was received with power error alarm due to connector resistance issue.